Event description:
It was reported that the asymptomatic patient presented to the clinic with non-sustained rv oversensing episodes due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made and the patient was fine.